Event description:
Upon removal of the sheath, it stretched, unraveled and separated. Physician retrieved the separated segment.

Manufacturer narrative:
No product was returned. A sales rep visually examined the complaint device at the user's facility. Additional info provided states the pt has an extremely tortuous anatomy. This could have caused the sheath to become lodged, resulting in excessive force during removal. We will continue to monitor for similar complaints.